Event description:
It was reported that during a diagnosis procedure, a guide wire break occurred. The guide wire broke outside the sheath at a location outside the patient's body after being used several times in the procedure. The procedure was completed with a different device. The pt status was reported as "unk". Multiple attempts to obtain additional information have been unsuccessful.